Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. The nurse noted that the patient was undergoing surgery at the time of these episodes. The leads remain in use. No patient complications have been reported as a result of this event.